Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment when the issue occurred, and it was completed as planned. A philips remote service engineer (rse) connected with customer remotely and got informed that the device gave a remote alert indicating that the x-ray tube was overloaded, which can impact imaging. The rse confirmed via the log file that there was a grid switch error. The philips field service engineer (fse) examined the system onsite and found that there was a problem with the grid switch. The fse replaced the emitter and the x-ray tube and performed tube adaptation. The defective x-ray tube was returned for further analysis. The analysis confirmed the malfunction of the x-ray tube and identified that there was a grid switch failure (due to wear and tear), and the tube had an insulation problem between filament and cathode head due to cracked welding at insulators which leads to a small filament short circuit. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave a remote alert indicating the x-ray tube was overloaded, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.